Manufacturer narrative:
This case is reportable because patient required a surgical cut down to preclude permanent impairment of a body function or permanent damage to a body structure after a procedure in which the manta vascular closure device was used. The us IFU states that access site complications leading to bleeding, which may require endovascular intervention and surgical repair, are potential adverse events related to deployment of vascular closure devices. In addition the IFU states: do not use if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. The device from the incident is not available for inspection due to the delivery system being discarded by the user and the implant remaining in the patient. A follow-up report will be submitted following completion of the investigation.

Event description:
A tavr was performed on (B)(6) 2020. The physician inadvertently gained access to the profunda for the procedural access site. There was no teleflex employee present at the time of access. Teleflex employees arrived following access. Following the tavr there was discussion that the access site was in the profunda and thus near the bifurcation of the external iliac artery but the physician felt it was distal enough to the bifurcation to be a suitable site to use manta vascular closure device for closure. Manta 18f was deployed and hemostasis was not achieved. The physician attempted balloon inflation across the access site but hemostasis was not achieved. The physician stated that he felt he may also have perforated the side wall of the vessel upon gaining access to the profunda. A surgical cut down was performed. The patient was said to be fine following the procedure.

Manufacturer narrative:
Summary of outcome of investigation from section 4 of f-171: based on the narrative provided by the representative, the physician accessed the profunda and possibly pierced the vessel sidewall during initial access. The physician thought access was distal enough to the bifurcation that manta would be suitable. The IFU warnings state "do not use if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel." The following adverse events associated to the deployment of vascular closure devices has been identified in the IFU: "arterial damage, vessel laceration or trauma, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Risk documentation was reviewed and the incident is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. Based on the information reviewed, there appears to be no product quality issue in respect to manufacture, design or labeling. The root cause of the extended hemostasis requiring surgical cut down is likely from the suboptimal initial stick into the profunda for access, and possibly perforating the vessel sidewall. However, due to lack of information available, it remains inconclusive.